Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue. Physio observed approximately 1.6 hours of on time which led to the depletion of the internal hlc batteries. Additionally, it was observed that there was an insect infestation of the device which resulted in insect and larva bodies being found in the charge-pak bay of the device. It is unknown if the insect infestation caused any depletion of the internal hlc batteries.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported issue.